Event description:
The distal tip of the guide wire separated and remained in the pt's cirumflex artery. No attempts were made to retrieve the separated portion of the guide wire. Reportedly, the pt is doing well.